Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during central processing, the customer notice torn insulation on the tip of the stapler 30. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 30 instrument was analyzed and found to have the dual-lumen silicone cover torn. There were multiple tears in the silicone. There was no material found missing. Additionally, the instrument was found to have a broken grip cable at the pivot tube/grip housing. The cable was fully broken. The segment of the cable that contains the crimp is still intact. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. Although, there was corrosion noted on the bearings. The input disk bearings exhibited orange discoloration. The corrosion was found on multiple components of the bearing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.